Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the patient alleged experiencing an unspecified adverse event as a result of the device implantation. The doctor indicated that the placement of the transvaginal tape failed requiring an additional procedure (no mesh placed).